Event description:
The customer reported having problems with the sensors and was in the hospital with low blood glucose of 25mg/dl. They treated him and took some x-rays. The customer also mentioned that he was in an auto accident due to low blood glucose and he was taken to the hospital by an ambulance. Troubleshooting was performed, and no damage to the drive support cap noted. Reviewed the programming, and the reservoir was showing less insulin than what is shown on the status screen. Assisted the customer to run the displacement test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.